Event description:
A woman in her (B) (6) had an apogee and perigee procedure. She had cardiac related complications within 24 hours and suffered a mild heart attack while in recovery. She later had a cardiac catheterization procedure where she had a stroke and heart attack and perished. The doctor stated that she was a high risk pt and that he had counseled her against having the procedure but she was insistent.

Manufacturer narrative:
Pt had stroke, heart attack and perished.